Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly. The evaluation revealed: he image was flickering due to poor contact of the s7p connector u.

Event description:
The customer reported to olympus during preparation before an internal stone extraction, there was no image when shaking the video connector. No connectors were broken and connection was possible. The facility finished the procedure with a similar device there was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the update in section h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the investigation was unable to confirm no image, but they were able to confirm flickering of the image. This was due to a faulty video connector socket. The specific root cause of the faulty video connector socket could not be determined at this time. Olympus will continue to monitor field performance for this device.